Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Stock review: there are 828 units in OEM stock. Casework: there are two similar reports in relation with this code and cause but different batch number. Batch record review: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Batch release results: the results during the final process inspection fulfilled OEM requirements. Received samples: we received 127 samples in unopened pouches. Knot pull tensile strength test performed on the received samples, there was no normal rupture of the knot. Conclusions: the complaint is not corresponding (not justified) no action is required.

Event description:
Country of complaint: (B)(6). Thread brakes while knotting.